Event description:
It was reported that this patient experienced multiple inappropriate shocks. A review of this subcutaneous implantable cardioverter defibrillator (s-ICD) data showed a clear morphology change and triple counting. Noise was seen when the patient was sitting and eating in the primary sensing vector. A review of the x-ray images by technical services (ts) confirmed a large patient heart as well as the electrode being high, both which may contributed to the smaller signals seen. The field representative confirmed that the patient was on the heart transplant list and their medications were changing on a regular basis. Ts further reviewed the device data from july 2021 and noted that the smartpass filter was disabled due to longer r-r interval, not related to a change in amplitude. Ts discussed possible clinic changes occurring in this patient and discussed that the alternate sensing vector seemed to be a viable consideration. The field representative assessed the alternate sensing vector with similar maneuvers and no noise or double or triple counting was seen. Further the alternate sensing vector will be assessed with other posture changes like tying shoes and lying on side to have as much confidence as possible that sensing would be consistent. No adverse patient effects were reported. This electrode remains implanted.

Manufacturer narrative:
This electrode remains implanted. Should additional information become available this investigation will be updated.